Event description:
The devices were used during a nephrectomy procedure. It was reported the clips from 4 mcl20 devices would only form proximally creating an "oval" shaped clip. This resulted in little hemostasis. There was no consequence to the pt. 1/7/97 1145 it was reported the surgeon completed the procedure by using a mcm20 and suture to achieve hemostasis.